Manufacturer narrative:
A visual examination of the stent identified stent damage with stent struts in the proximal and middle region lifted and pulled in a distal direction. The undamaged stent od (outer diameter) was measured using a snap gauge and the result were within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion identified no issues. An examination (visual and via scope) identified no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04sep2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in a moderately tortuous left anterior descending artery. A 24 x 2.50 promus premier select drug eluting stent was used for treatment but could not pass through the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. However, returned device analysis revealed a stent damage.